Manufacturer narrative:
(B)(4).

Event description:
The patient had problems with recharging. The patient visited her hcp and discussed the problem with a field rep. The implantable neurostimulator was reprogrammed successfully. The recharger and programmer were replaced. The patient had surgery to fix the problem with the implantable neurostimulator system. She was no longer having problems with the system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.